Event description:
It was reported that flange broke on both sides of a smiths medical trach tube. 3 were found on (B)(6) 2020 and an additional 2 were found on (B)(6) 2020. All resulted in emergency use of backup trach. No adverse patient effects were reported.

Manufacturer narrative:
Other, other text: four samples were returned in used condition. The failure was confirmed on all four of the samples. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Manufacturer narrative:
Other, additional information: patient information added in section a.